Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient identifier should read (B)(6). A medtronic representative went to the site to test the equipment. The representative reported that they performed a spin with saw-bones and confirmed that the accuracy was intact. The surgeon stated that the frame placement as not ideal during the procedure and that the patient's skin may have caused some movement. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, during a spinal fusion, the imaging system was reported to be 5mm inaccurate. A second image was taken and remained 5mm inaccurate. The site elected to bring in a separate imaging system to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.